Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked case behind the insulin pump at the battery compartment and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 430 mg/dl. The customer was treated with insulin pump and manual injection. Customer's other blood glucose was 333 mg/dl, 262 mg/dl. The customer did experienced the symptoms such as abdominal pain, light headed, nausea, sore throat. Customer states that auto mode was not active. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will be returned for analysis.